Manufacturer narrative:
Updated fields - b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. System logs do not confirm device stopped working. Unable to duplicate customer complaint. Found zero bp push button misaligned. Re-positioned bp zero push button. Performed full system calibration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) stopped working. After disconnection, none of the controls responded. No patient was involved.